Event description:
After the procedure, a small radiopaque piece of debris was seen in the radial artery. The broken piece was stented up against the wall with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. There were no visual anomalies, fractures, nor damages noted on or to the returned components that could be attributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the condition of the returned device, the cause of the reported event remains unknown.